Event description:
The customer initially reported that their device had its service light illuminated and was not charging its battery. After the device was evaluated by physio-control, it was observed that the device had an internal component issue which caused the device to lockup during the boot up process. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The system controller and user interface pcb assemblies, along with other unrelated parts, were replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported lockup condition was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.